Manufacturer narrative:
Although a clear conclusion about the cause of the reported adverse event could not be determined, risk analysis and historical assessment indicate most probable cause is a knicked adjacent pin.

Event description:
Patient had surgery to install a digit widget external fixation system. The surgeon emailed hand biomecanics lab 23 days post operatively and report 'the distal pin was stuck in the hole and I had to destroy the drill guide with a burr to be able to get it out.' In summary the surgeon was unable to remove the distal pin from the drill guide tube of the drill guide.